Event description:
Customer reported that he had high blood sugars. Customer stated that his insulin pump is not delivering any insulin and the unit did not alarm. He stated that the drive support cap is flush and his insulin pump. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.